Event description:
It was reported to boston scientific corporation that a microvasive rx locking device & biopsy cap system was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6), 2010. According to the complainant during the procedure when the physician attempted to flush through the scope, the working channel of the scope was found to be occluded. It was determined that the foam sponge from the biopsy cap had been expelled from the cap and was lodged within the channel of the scope. The procedure was aborted at this time as the user facility did not have another ercp scope on hand. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)